Manufacturer narrative:
The autopulse platform in complaint was returned to zoll on 02-mar-2016 for investigation. A visual inspection of the returned platform was performed and found the battery lock clip was bent due to physical damage. The display screen was observed flickering upon power up the autopulse. This confirmed the reported complaint. The lcd back light was flickering and needed to have lcd cable connection to processor board cleaned to resolve the problem. A review of the platform's archive data was performed and found no problems. Based on the investigation, the part identified for replacement was the battery lock clip. In summary, the customer's reported complaint of the platform display flickering was confirmed and resulted from a needed preventive maintenance on the lcd cable to pcd board. The autopulse platform successfully passed all final functional testing.

Event description:
It was reported to zoll tha the customer observed the autopulse platform display flickering. The screen is readable and all other functions appear to work as expected. No patient involvement was reported.